Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging does not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement product was sent to the patient and subject products are pending return for investigation.

Manufacturer narrative:
Follow-up # 1 (08/14/2013)-product evaluation: the analysis of the subject meter was completed on (B)(4) 2013 by product analysis with the following findings: the analysis of the subject meter was normal. No issues were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The subject product(s) has been returned to lifescan for evaluation. The evaluation of the products have not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.